Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The current aneurysm size was noted as 60mm in diameter. During the three year follow up the physician identified a migration due to neck dilatation. A type ia endoleak was also noted due to the migration. The physician performed an intervention where two additional endurant cuffs were added 36x36x70 (x2). No additional clinical sequelae were reported and the patient will continue to be monitored. Review of 2 still cta¿s post-implant (unknown study date) confirmed that the talent converter had fallen into the aaa sac. There was a proximal type I endoleak. The proximal neck appeared dilated. The bifurcate was severely kinked over itself; however, the aneurx limb in the left iliac artery appeared patent. Earlier post-implant images were not provided, and the exact cause of the migration could not be determined from these limited images. It is possible that the migration was caused by disease progression.

Manufacturer narrative:
(B)(4). Converter was used as a primary component without a bifur.